Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 40 mg/dl. Cause was not known. Customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare professional to discuss factors that might be influencing blood glucose levels. Customer acknowledged this recommendation, and technical support left the case open until pump data upload was confirmed.